Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. This occurred "3 or 4 times" in the last "6 to 7 months". The patient experienced hyperglycemia. No adverse event was reported. The cartridge lot number was not provided. The cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.